Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. In this case, error e433 was most likely caused by a defective generator board. An improved generator board was introduced into production in mid-july 2020. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center. The evaluation confirmed the reported event as device generated error e433 and continuously restart. The generator board was found defective. The external housing has minor signs of cosmetic wear / tear to the top cover, front panel and footswitch labeling. The device was last repaired on august 13, 2021 due to an intermittent error (e038), defective power switch and relay board. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The nurse at the user facility reported during a transurethral resection of the prostate (turp) procedure, the high frequency electro-surgical unit was "generating error code e433, generator will automatically restart." When using a bipolar loop in saline. The procedure was completed using a replacement generator from another room. No patient injury was reported.